Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (30 mg/ml at 8.260 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 it was reported that the doctor was able to aspirate a full 40 ml from the pump when the expected volume was 33 ml. The pump was last refilled on (B)(6) 2019. Since that date, the patient had experienced withdrawal symptoms. The pump logs were checked, and no issues were seen. There had been no discrepancies at past refills. No further complications have been reported as a result of this event.